Event description:
Healthcare professional (hcp) reported patient (pt) receiving hemodialysis on 1550 device. Hcp was reviewing plan of care for the pt with the bedside nurse when they heard something dripping. Upon investigation, they found the venous needle dislodged from the access site. Approximately 500cc blood had drained onto the floor. Pt was found to have alterated mental status. Hcp administered 2 units blood and normal saline. Pt's mental status improved after the add'l fluids were administered. Per hcp, "pt was doing fine when released from the dialysis unit." No alarms were noted at the time needle was found dislodged.